Manufacturer narrative:
(B)(4) final report additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, patient age and activity level and a detailed patient outcome was requested in order to progress with this investigation, however, not all were provided and therefore, there was only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification. Based on the information provided, no further investigation can be conducted and corin now consider this case closed. However, should additional information be provided or if the explanted device is returned for examination then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 4 months due to subluxation.

Manufacturer narrative:
(B)(4) initial report. Additional information including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and an updated patient outcome has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. It has been confirmed that the explanted devices will not be returned for examination as they were discarded by the hospital following the revision. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
Trinity revision after approximately 2 years and 4 months due to subluxation.